Manufacturer narrative:
The manufacturing records for the top assembly batch have been reviewed and no issues or discrepancies were found. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. There was no damage observed on the stent and the catheter did not appear to have been prepped. The catheter exhibited a fracture of the hypotube located 72 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The complaint states that the broken shaft was observed during unpacking. It is possible that the fracture occurred during the unpacking of the device, however the available information is insufficient to determine a potential root cause. The exact cause of the hypotube fracture could not be determined. A review of all information available for consideration at the time of this invesitgation was not sufficient to detemine the exact cause of the reported defect. The most probable root cause is considered handling damage. It is notable that there is no evidence of any material, manufacturing, or perfomance specification non-conformances related to the complaint device.bsc ID#a00081164/tw#537055

Event description:
It was reported that prior to a coronary stenting treatment procedure a shaft break was discovered. During unpacking, it was noted that the shaft of the taxus liberte stent delivery system was broken. The physician used another of the same device to complete the procedure. No patient involved as it was noticed during unpacking.